Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring a pericardial drain. During geometry, prior to ablation, the patient became hypotensive (65/40 mmhg) and a hemorrhagic pericardial bleed was confirmed via transthoracic echocardiogram (tte). Pericardial drain yielded 60 ml. Remainder of procedure was aborted. Patient was transferred to the intensive care unit. There is no information about the hospitalization. The returned device was visually inspected and the rocker arm was found separate from the handle. During the analysis, marks of welding were found in the device that indicates a proper assembly of the rocker arm. Another rocker arm was used to perform the functional test. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Based on available analysis finding results, the rocker arm separate from the handle does not appear to be caused by any internal biosense webster inc. Processes, it could be related to the handling of the device. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation and noted that the deflection knob was separated from the handle. This returned catheter condition was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17701511m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system. Pentaray navigational eco catheter, us catalog #:d128211, lot #: 17678767l. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring a pericardial drain. During geometry, prior to ablation, the patient became hypotensive (65/40 mmhg) and a hemorrhagic pericardial bleed was confirmed via transthoracic echocardiogram (tte). Pericardial drain yielded 60 ml. Remainder of procedure was aborted. Patient was transferred to the intensive care unit. There is no information about the hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was associated with catheter movement in the heart and high dose heparin. When the heparin was reversed and the act returned to 150 seconds or less, the bleeding stopped. It was noted that this is an inherent risk of the procedure and that it was not thought that the product was at fault in the adverse event. At the time of the injury, contact force was 5-10 grams. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.